Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited an electric shock fault. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name = (B)(6) hospital.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was an electric shock fault. There was reportedly no patient involvement. Available details indicate that there was an electric shock fault. The customer declined repair and service. No parts were replaced and no service was performed. The device remains at the customer site. The reported problem was not confirmed. The customer has declined any further service or repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined repair and service.